Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional (hcp) reported via the manufacturer representative that the carrier's extremity broke during the "tunnel isation". There was no issue noted with the extension. The physician took the tunneling tools from another extension to resolve the issue with success. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Product ID: 3555 carrier, lot# unknown, product type: accessory. Device analysis for the carrier revealed it was broken. Corrected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.